Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had presented to the emergency room after being found unresponsive. Review of the reports found several episodes of what appeared to be a fine ventricular fibrillation (vf) arrhythmia that was undersensed and caused the device not to provide therapy or delay in therapy. The patient was awake and alert after coming to the emergency room. Technical services suggest further review to measure the amplitude and reprogram accordingly. The device remains in-service. No additional adverse patient effects were reported.